Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient fell in (B)(6) and after, found there was a seroma at the ins site and needed a revision. It was determined that the lead and/or battery had moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had the device implanted deeper on (B)(6) 2018. The patient stated that the manufacturer representative (rep) was shutting off implant, she felt shocks in her vagina and left leg. Since the surgery, the patient is still feeling pain in her knee and left side. The patient noted that her healthcare professional told her to contact the rep. On (B)(6) 2018, it was reported that the only detail the manufacturer representative (rep) had was that the device was turned prior to the case. It was noted that the patient made no complaint. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.